Event description:
Customer reported the pump was alarming with a blank screen and blinking. The pump was returned for evaluation. The evaluation of the pump verified customer reported issue of alarming with blinking red leds. The battery was disconnected and re-connected to clear error. A manual pull of the logs from the pump showed an error 99. The cpu and power supply pcbs were replaced to resolved error 99. After repair, the device was found to meet specification.